Event description:
A fifty three year old male patient received an impella cp device for acute myocardial infarction¿related cardiogenic shock. The patient was receiving two inotropic medications prior to impella placement. Due to persistent need for inotropes and vasopressors and ongoing profound shock, the patient was escalated to an impella 5.5 device on the fifth day and continued on support in the intensive care unit. Immediately after impella 5.5 insertion, the surgeon also cannulated the patient for venoarterial extracorporeal membrane oxygenation, and continuous renal replacement therapy was initiated the following day. The patient¿s clinical condition gradually improved over the next several days, and inotropic requirements decreased. On the seventeenth day of support, the patient developed leukocytosis, intermittent fever, and low systemic vascular resistance concerning for possible sepsis; the condition responded to treatment over the next few days with subsequent improvement in hemodynamics. The sepsis might have been caused by combination of therapies for a longer duration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected.

Manufacturer narrative:
Updated information: d4 catalog number omitted in follow #1 d4 serial number updated h6 component code changed to g07003 the investigation for the renal failure and renal failure and sepsis/fever has been completed. No product was returned. The cause of the injury was not determined due to insufficient clinical details.